Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient "started to black out" and they think the patient had "an episode" approximately five weeks post implant. The patient was brought to an ambulance and were informed the patient's heart rate was low. The reporter queried appropriate device function the leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.